Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support suggested to the customer to replace the potentiometer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported I time is moving around not stable during use on a patient on the 3100 a ventilator. The customer reported respiratory therapist will move the patient to another 3100 a device. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire field service technician went onsite and evaluated the device. Seven year preventive maintenance was performed to manufacturers specification. The driver power module was replaced,power supply was checked and airway pressure transducer calibrated. Pneumatics was checked out,alarm function tests was done and driver displacement indicator adjusted to manufacturer specification. The driver controller and pulse with modulator meets manufacturer specification. The filters were replaced and final tests were conducted.